Event description:
Bia-alcl associated with a textured allergan breast implant, confirmed on pathology from explanted device and capsule. Bilateral implants were in place since 2016. The alcl was unilateral. Reference report mw5157101.